Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change-out procedure. When the left ventricular lead was implanted during procedure, the right ventricular lead was noted to be dislodged on fluoroscopy. The right ventricular lead was repositioned and high threshold and high pacing lead impedance was noted during testing with analyzer. Final testing through device noted normal threshold but pacing lead impedance remained high during pre-discharge check also. Physician was aware of the issue and elected to increase the pacing lead impedance alert limit. Patient was stable and will continue to be monitored.